Manufacturer narrative:
Additional information is pending when it comes to this investigation and will be updated upon further information.

Event description:
It was reported that during a follow up this device declared elective replacement indicator (eri) and beeping was emitted from the device, which the patient heard from the device prior to the follow up. Eri was triggered (B)(6) 2019.the device was switched off as the patient is awaiting a heart transplant. The patient has a left ventricular assist device (lvad) implanted. No adverse patient effects were reported.